Event description:
Patient admitted for planned removal of bard eclipse ivc filter. Prior to removal, scout images were taken. The filter has 6 legs, but only 5 were present, additionally the filter had migrated inferiorly approximately one interspace level. Following successful retrieval of eclipse ivc filter, inspection revealed one leg had fractured, and was missing. The fractured leg was located by scout image in the left lower quadrant of the patient's abdomen.